Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation, therefore, baxter cannot determine the root cause. A companion sample was requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for air in tubing (without alarm) was not confirmed in the lab. The results of a batch review revealed no problems during the manufacturing of the lot. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center and reported getting air in the lines throughout therapy while on the homechoice (hc) machine. The patient stated she keeps getting pain from the air. The technical service representative (tsr) assisted the home patient (hp) and asked the hp if she disconnects during the therapy. The hp stated she disconnects during dwells because she had a hernia and has a day exchange. The hp uses caps and a patient line extension. The hp stated she has pain during the whole therapy and during the day. The tsr recommended the hp contact the nurse about the pain. The tsr explained it possibly could be some thing else. The hp stated she will contact the nurse for programming. Tsr recommended the hp use manual bags for tonight. (B)(4) was contacted by the patient on (B)(6) 2011. The patient stated that nothing was noticed with the supplies that would have caused air to enter the system. A companion sample was available and requested. The patient stated she had a stress test done to see if that was causing the pain as the new hc still gave her pain though it was less severe. The stress test also found a heart murmur. No further information is available.